Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that during the initial implant procedure, the stylet was unable to be removed from the left ventricular (lv) lead after the lv lead was positioned. The physician elected to not explant or replace the lv lead. The lv lead remained implanted with the stylet inside to resolve the event. The user manual for the lv lead states, "when acceptable electrical measurements are achieved and the lead's distal end is placed in an appropriate site, remove the stylet or guidewire and the catheter delivery system." The patient was in stable condition.